Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor smooth round moderate profile 225cc saline breast implant, catalog number 3501630, lot number 149583. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225cc saline breast implants which the right side deflated and the left side had issue with capsular contracture after implantation. The issue was diagnosed by physical examination. As a result, the patient underwent bilateral removal and replacement with following mentor gel devices: left replaced with catalog number 3507300mc, serial number (B)(4), and the right was replaced with catalog number 3507300mc, serial number (B)(4) on (B)(6) 2018. The grade for capsular contracture is unknown. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: during evaluation of the device a missing material was observed on the posteror aspect, measuring approximately 3.1 x 1.9 cm and also a crease was observed on anterior and extending to posterior aspect. Microscopic examination of the edges of the missing material gave no indications of instrument damage. No other anomalies observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Deflation is a known complication associated with mentor mammary prostheses. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).